Event description:
We received an allegation about discrepant results for several patients samples tested with ise sodium (na) assay on cobas 6000 c501 module. The following results for 4 patient samples were provided: sample 1: initial result 165 mmol/l - rerun result 135 mmol/l, sample 2: initial result 158 mmol/l - rerun result 142 mmol/l, sample 3: initial result 154 mmol/l - rerun result 146 mmol/l, sample 4: initial result 149 mmol/l - rerun result 130 mmol/l. The customer rerun the samples because the initial results did not match with the previous results the patients had. The electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found a damaged tubing causing one of the detergent nozzles sporadically losing drops of fluid. The fse replaced the tubing of cell rinse assembly. No further issues were observed. The service actions done resolved the issue.